Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced a defective tip clamp in the problem area of the pipetter assembly. The instrument was inspected, tested without further problem, and returned to service.